Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets tubing was leaking at site events on 11-jul-2024.the infusion set has been used for 5 minutes to 1 hour. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.